Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2016: tandem technical support reviewed pump logs from the beginning of february and no discrepancies identified. Device not returned.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates. There was no impact to the customer's blood glucose level.